Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to perform any test due to blank display. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump has a blank display and does not turn on. Customer has changed the battery but the problem persists. The customer's blood glucose reading was 150mg/dl at the time of incident. Troubleshooting explained the possible causes of the blank display but the customer only wants a new pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.